Event description:
It was reported that the insulin pump alarmed unexpected restart every battery replacement. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Manufacturer narrative:
The insulin pump passed the self test and displacement test. However, the device was received stuck in the motor error loop during unexpected restart error test bolus delivery. The motor was tested outside the device and failed due to encoder signal out of phase. The device had cracked belt clip slot.